Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to obtain the following information: can you please clarify what occurred when the first device ¿misfired¿? Was there any difficulty closing the device on the tissue? Was there any difficulty firing the device? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was the second device locked on tissue? If yes, how was the device removed? Did the device eventually open? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the device locked in place so they were unable to remove it from the bowel. Case completed by over-sewing the staple line. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ay5u. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.